Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional events noted oedema of cornea and hyperaemia of conjunctiva. The event of oedema of cornea has been resolved. The device has been explanted from the right eye. Patient has been discontinued from the study.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of gel stent blockage and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen®45 gts was wrapped by the iris which caused elevated intraocular pressure in the right eye. Patient has been put on four different drops. Xen®45 gts was adjusted two times with iris parcels were performed. Dilatation and plasty of penetrating tubles operation has been performed. The event of high intraocular pressure has been resolved. The device remains implanted.